Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse attempted to replicate the reported surgeon side console (ssc) right-hand master tool manipulator (mtm) drift but was unable to reproduce the issue. When the fse removed their head from the ssc viewer, the safety feature engaged and locked both the left and right mtms in place. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, a small vein was accidentally injured which resulted in minor bleeding and required intervention. The surgeon removed their head from the viewer to adjust the camera orientation vertically using the surgeon side console (ssc) touchpad. During this action the right-hand master tool manipulator (mtm) drifted unintentionally. As a result, the corresponding universal surgical manipulator (usm) with an engaged unknown instrument moved and contacted the small vein. Although it was reported the bleeding was minor, bipolar coagulation via a vessel sealer extend instrument was used for maintenance of hemostasis. The procedure was completed robotically with no other complications.